Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: the audio bolus button (abb) cover was intact. The abb was responsive during investigation. Removed cover and there was no evidence of contamination/moisture. Unable to duplicate complaint of under responsive abb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Potentially reportable because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.